Event description:
A patient reported an error message indicating that a new cartridge was not usable and needed replacement. Despite replacing the cartridge, the error message persisted. There was no adverse impact to the customer's blood glucose level. The customer was informed about the option for additional support but chose to return to work instead. The patient expressed interest in continuing with a new pump order and did not wish for a replacement pump.